Manufacturer narrative:
(B)(4). Date sent: 5/21/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # c9ek8a. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, c9ek8a, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Where within the gap setting scale was the orange indicator prior to firing? 2. What confirmation was received that the device was fully fired? Surgeon stated stapler misfired when tissue was in jaws and jaws would not open. 3. Did the device staple? No was told it just clamped down and would not open 4. Was the staple line complete? Not sure don¿t think so. Once the device was removed, they had to get another stapler to complete the procedure. There was a delay in trying to get the device open and unlodged. There was no incident or injury to the pt just delay with the instrument. Procedure was completed with another device. 5. Were there any staples missing from the staple line? Not sure was just told did not fire and they had to pry it open to get off the tissue 6. What was the shape of the staples (b-formation, irregular, legs straight)? 7. Were the staples deployed into the tissue? 8. Were the staples seen in the surgical field? Don¿t think so was told nothing was left in pt and I had the device and it was not in pieces. 9. Did the device cut? No 10. Was the cut line fully circumferential around the target tissue? 11. If the device fully cut, were both tissue donuts present? 12. If the device fully cut, were both donuts complete? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the item did not perform properly, stapler mis-fired causing a delay. No patient impact was reported.